Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a therapeutic esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, the patient was being treated for variceal bleeding. The first band deployed; however, the next band failed to fire. The device was withdrawn from the patient and the user reported that the second and seventh bands were entangled. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle, tripwire, strap, and suture were received for analysis. However, the ligator head was not returned. The tripwire had a few kinks along its overall length. Additionally, the suture, which was attached to the tripwire, was found to have a total of eight knots, including the one which secured it to the tripwire. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the reported event that the bands failed to deploy. Although the ligator head was not received, the suture returned attached to the tripwire, but separated from the ligator head. Based on the condition of the returned device, the deployment issues likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a therapeutic esophageal variceal banding procedure performed on (B)(6), 2012. According to the complainant, the patient was being treated for variceal bleeding. The first band deployed; however, the next band failed to fire. The device was withdrawn from the patient and the user reported that the second and seventh bands were entangled. The procedure was completed with another speedband superview super 7 multiple band ligator.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.